Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash on her back underneath the therapy electrodes. It worsened and the area had open, weeping sores. The patient was given an ointment prescription from her physician and advised to remove the device. The irritation started to improve after removing the device.